Manufacturer narrative:
The pinch valves were replaced on (B)(6) 2023. The field service engineer performed a re-calibration on the analyzer and quality control measurements. Quality control results were similar to the ones obtained on the second analyzer. The investigation is ongoing. Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-tshr assay on a cobas e411 disk. The sample initially resulted in an anti-tshr value of 2.1 iu/l and repeated as 1.45 iu/l on a different analyzer. The sample was then retested on the initial analyzer, resulting in a value of 2.1 iu/l. It was asked but it is unknown if a questionable result was reported outside of the laboratory. The anti-tshr reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
A field service engineer checked the analyzer and performed service activities. No abnormalities were found. The issue did not re-occur. The investigation could not identify a product problem. The cause of the event could not be determined.